Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal and proximal conductors had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, and there was apparent explant damage.

Event description:
It was reported that the lead was dislodged which was confirmed by x-ray and threshold testing. The left ventricular lead was removed and another one was implanted. No patient complications have been reported as a result of this event.